Event description:
New information notes that the lead was capped and replaced. The patient was stable after the event.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Externalized conductors were observed via fluoroscopy. Intermittent t-wave oversensing and low pacing impedance were noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.